Manufacturer narrative:
A review of the complaint history does not show any additional complaints related to the product. There was no indication that there was a recurrence of the issue. Review of the system logs confirmed the customer reported issue using a vs instrument on its last usable life installed on da vinci system sh2031 on the reported event date. The instrument has not been used in subsequent procedures since the last usage on the reported event date. A technical review was conducted by the isi quality investigations engineer (qie). Based on the logs, the vs instrument was used for approximately a minute, removed and then placed back on the system about 42 minutes later. After a second successful homing cycle, the vs instrument was used for 12 minutes. No error codes on the vs instrument were recorded. The available data were unable to conclusively determine if the sealing sequence was able to initialize. A request has been made to obtain a copy of the procedure video and/or a photograph of the referenced instrument; however, none has been received at this time. If additional information related to this complaint is obtained, additional investigation will be performed. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue with the vessel sealer instrument could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, the user alleged a "sealing issue" during use of the vessel sealer (vs) instrument. The user continued the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. No additional information was provided at the time. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the vs instrument was inspected prior to use. Target tissue was a soft vessel in the uterus, approximately less than 7mm. The vessel was not calcified. Immediately after installing the vs instrument; an unspecified error message was observed. The user was unable to specify if an audible signal (continuous tone) was exhibited while the pedal was pressed. Tissue effect was not observed during the sealing cycle.

Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Visual inspection identified that the blade was exposed approximately 0.627" outside the blade garage. No conductor wire or snake wrist damage was found. There was no bio-debris found at the instrument tip. The knife slot was measured and passed specification. Review of the system logs identified an occurrence of a blade exposed event. After manually retracting the blade, the instrument was subjected to failure analysis investigation with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibited intuitive motion in all directions with the grips properly opening and closing. The cut and energy delivery functionality was verified and passed specification. The instrument operated as expected.

Event description:
Refer to h10/h11 for additional information.